Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2015 with a bifurcated, a suprarenal aortic extension, and four limb extension. Upon follow-up on (B)(6) 2016, computed tomography revealed a type 3b endoleak and a component separation between the limb and main body. Physician implanted two limb extensions on (B)(6) 2016 to repair the issues, the separation and endoleak were resolved. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was not able to confirm the reported event. A clinical assessment was not completed due to no medical records and no patient images received. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. Potential contributing factors could not be addressed due to no patient data received.